Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available it will be reported on a supplemental.

Event description:
It was reported, replacing because it keeps missing the screws through the jig.